Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the forceps elevator of the duodenovideoscope had a burn. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is it is possible that high-energy treatment equipment (laser, radiofrequency, etc.) Was used without sufficient distance. The event is detectable and preventable by handling device in accordance with the following IFU. Evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps elevator of the duodenovideoscope had a burn. There were no reports of patient involvement.